Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a hair in the tray was inconclusive due to the sample condition. One photograph was provided for investigation. The physical sample was subsequently returned and matched the product shown in the photo. The photo showed a top-down view of the 4fr groshong nxt clearvue PICC label and lid. A note stuck to the tray states, ¿black hair found in sterile packaging¿. No hair is visible in the photograph. A review of the physical sample showed that both the inner and outer trays had been opened. No hair was observed upon examination of the returned sample. Due to the condition of the returned sample, the complaint could not be verified. A review of the device history record (DHR) showed no deviations/issues associated with this problem in regards to product materials, manufacturing, or qc inspection processes. All necessary inspections were performed throughout all manufacturing, packaging and inspection activities and for raw material utilized in the manufacture of this lot.

Event description:
It was reported that a black hair was found in packaging. The product was not used.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a hair in the tray was inconclusive due to the sample condition. One photograph was provided for investigation. The photo showed a top-down view of the 4fr groshong nxt clearvue PICC label and lid. It appears that the label was taped to the tray. A note stuck to the tray states, ¿black hair found in sterile packaging¿. No hair is visible in the photograph. The contents and inside view of the tray were not shown. A review of the device history record (DHR) showed no deviations/issues associated with this problem in regards to product materials, manufacturing, or qc inspection processes. All necessary inspections were performed throughout all manufacturing, packaging and inspection activities and for (B)(4) material utilized in the manufacture of this lot. A lot history review (lhr) of rebn1359 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a black hair was found in packaging. The product was not used.